Event description:
Carefusion IV tubing was leaking under the roller clamp while purging the tubing with IV fluid. Tubing was not connected to the patient. No harm to patient. Nothing sharp is used during the set up; no cutter is used, the package peels off. We have stopped using this IV tubing. (B)(6) 2013 response from vendor for failure investigation findings for file (B)(6). Alaris IV set: 10010454 lot number: 12075714, event date: (B)(6) 2012, event: the hospital reported an IV set leaking below the roller clamp during priming. Findings: the hospital's experience of leaking set was confirmed. During visual inspection of the set received, it was noted immediately that the nitro tubing had a slice cut approximately 9 inches below the flo-stop. The slice cut was measured to be 0.1575 inches long. The cause of the leak was due to a slice cut on the tubing. Root cause: the root cause of the cut was not identified. Carefusion manufacturing performed variety of functional testing scenarios, which resulted in no issues noted. (B)(6).